Event description:
It was reported that the pt was inserted the PICC line on (B)(6) 2013. The whole insertion process went smoothly. On (B)(6) 2013, when the nurse did the regular maintenance, she found the connector blunt was departed from the catheter, so she immediately modified the length of the catheter and changed to another catheter.

Manufacturer narrative:
The complaint of the two piece 3 fr connector disconnecting is confirmed and will be reported as user related. Gross and microscopic examinations show both locking arms to be severely damaged. The surface of the locking arms reveals a serrated and irregular surface. This is evidence the locking arms have been grabbed with a serrated traumatic implement. The catheter was not returned for eval. The product instructions for use cautions the user to avoid mechanical damage to the catheter material. "Use only smooth-edged, atraumatic clamps or forceps." The product instructions for use (IFU) give graphic and descriptive information on a proper assembly of a groshong 3 fr two piece connector. According to the product instructions for use (IFU), "retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector." A lot history review (lhr) of rewj0449 showed no other similar product complaint(s) from this lot number.